Event description:
The haptic bent while the lens was inserted into the patient's eye. The incision was enlarged to remove and replace the lens. Suture was needed to close the wound.

Manufacturer narrative:
See MDR 1920664-2009-00337 for the delivery device used with this intraocular lens. Note: the doctor reported two lenses but could not identify which lens was involved in this case.